Manufacturer narrative:
Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded. (B)(4): placeholder.

Event description:
Spacelabs received a report of failure to alarm for two instances of v-tach runs.